Event description:
(B)(6) clinical study. It was reported that post a percutaneous coronary intervention procedure the patient required re-intervention. In (B)(6) 2008, the patient presented with chest discomfort described as "burning" through the chest up to the neck radiating to the and shoulders. The patient was subsequently diagnosed with stable angina and cardiac catheterization was recommended. The 80% stenosed and 5.00mm long target lesion was located in the proximal left anterior descending artery with a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilation and placement of a 2.25x16mm taxus element study stent, resulting in 0% residual stenosis following post dilation. The following day the patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with chest discomfort and exertional dyspnea. The patient was hospitalized on the same day and cardiac catheterization was recommended. A 95% stenosis was noted in the left main coronary artery extending to the left circumflex and was treated with pre-dilation and placement of a 3.50x24mm promus stent, resulting in 0% residual stenosis following post dilation. In addition, a 90% stenosis was noted in a non-target lesion located in 2nd obtuse marginal. The non-target lesion was treated with pre-dilatation and placement of 2 promus stents (2.25x16mm and 2.50x16mm), resulting in 0% residual stenosis following post-dilatation. The following day the event was considered as resolved without residual effects and was discharged on the same day.

Manufacturer narrative:
Device is combination product. Patient identifier:(B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).